Event description:
The core impaction drill was sent in for evaluation because metal shavings were coming out of the device. There was no pt involvement; no adverse event was associated with the device.